Event description:
Using the device for a meniscal repair as per suggested technique, the first of the two anchors failed to deploy. Multiple attempts yielded the same result. The meniscus was too badly damaged from multiple attempts. No alternative repair was considered. The whole of the meniscus was removed.

Manufacturer narrative:
Device is not being returned for evaluation. (B)(4).